Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt ECG electrodes were non-functional. The ECG "c&d" cable were damaged. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.